Event description:
A female outpatient was scheduled for a CT of the head for confusion and a CT of the chest for lung cancer. The pt was allegedly injected with an unquantified amount of air; however, the site reported an estimate of 20-30cc's. Air was reportedly visualized on the CT images. The pt coded after the injection of contrast, received CPR, and recovered without any further treatment. The pt was admitted to the hosp for observation, was monitored and then discharged in late 2008.

Manufacturer narrative:
The hosp contacted medrad svc and requested a check out of the system for non-specific reasons. Medrad svc performed a preventive maintenance and calibration procedure on the injector system. The parts that were replaced on the system were part of routine maintenance. Medrad svc did not find anything wrong with the injector. Medrad was later notified that an air injection allegedly occurred while the injector was in-use; hence, the request for service. A conference call was held with representatives from the hospital's risk mgmt and biomedical engineering departments, the dir of radiology, the dir of maintenance, and medrad svc and compliance representatives to answer the hospital's questions regarding the svc visit and work that was performed on the injector and the proper usage of the injector. Additional applications training was provided to multiple technologists that cover multiple shifts at the hosp. The hosp reports that the disposables are not available for eval.